Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ deflation/valve leak and/or damage: not observed. ¿ crease / folding of implant: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b5; d3; d6a; d9; h6.

Event description:
Healthcare professional reported right side deflation, "hole in valve," and creases. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation, crease / folding of implant/ valve leak and/or damage was received on (B)(6) 2025, with lot number 1187311. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed an opening assessed as unidentified (tear) opening, observed delamination of diaphragm valve assessed as adhesive failure and observed an opening assessed as cracked valve seat diaphragm valve. ¿ crease / folding of implant: observed creases on device. ¿ valve leak and/or damage: observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. The device was explanted.